Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/26/2019. The manufacturer's field service engineer (fse) could not duplicate the failure code 3104. No 3104 in device history report. Unit passed initial extended self testing (est). When testing the airflow accuracy, the certifier was reading out of specs at the higher flow settings. The fse replaced the airflow sensor to solve the problem. The certifier readings were very close to the set flows. Well within specs. Unit passed est and the required test of the performance verification successfully. The flow sensor was returned to the manufacturer for failure analysis. During testing, the reported failure could not be duplicated and no fault was found.

Event description:
The customer reported oxygen delivery test failure (3104). There was no patient involvement.